Event description:
The info received via e-mail: this pt experienced a 56% restenosis approx four mos after having a 3.0 x 13mm cypher stent implanted in a de novo, mildly calcified, b2 type, 66%, 13.5mm lesion in the mid-rca. This was treated with re-ptca. This pt with a past medical history of previous pci, diabetes, hypertension, and stable angina, was admitted to the hosp. The pt was taken electively to the cardiac cath lab, where angiography revealed a de vovo, 66%, mildly calcified, eccentric, b2-type lesion in the mid-right coronary artery (rca). A bolus of 10,000 units of heparin was administered via IV, no act's are reported. There were no difficulties in accessing or wiring the vessel noted. The rca lesion was predilated with a 3.5 x 10mm balloon inflated to 16 atms.